Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, undersensing, and pacing failure resulting from a confirmed lead fracture. In addition, atrial high rate episodes were detected 8 ,957 times in the last six months. During the replacement procedure, since the vein under the left clavicle was occluded, a new ra lead was added from the right side of the patient's chest and connected to the current device on the left side of the patient's chest. The fractured ra lead was capped and replaced with the new ra lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, and atrial oversensing was detected. The analyst noted the auto lead diagnostics shows atrial lead impedance high/open beginning the week ending 2014-(B)(6). The atrial lead warning occurred on 2014-(B)(6). Automatic lead diagnostics shows atrial non-physiological sensing detected both pre and post-warning.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-58 lead, implanted: (B)(6) 2010. (B)(4).